Event description:
It was reported to philips that the system would not boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing chest port removal procedure, which was halted, and it was completed by moving patient to another room. There was no reported patient or user harm. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse removed the os disk of the host pc and connected it directly to the cable bypassing the disk bay and this allowed the system to function normally. The fse confirmed that the disk had intermittent issues. To resolve the reported issue, the fse replaced the os disk in the host pc, loaded a backup and recreated the image store. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.